Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was over 600 mg/dl. Customer experienced high blood glucose for few days. Customer was suggested to use the insulin pump to treat his hyperglycemia and advised him to monitor blood glucose and continue to treat. Customer mentioned that he had pens as a back up plan. The customer was called back regarding the issue. Customer declined to troubleshooting for hyperglycemia. Customer stated the last time he gave insulin was and he can suspend insulin pump. Customer was disconnected and going to suspend the delivery. Customer was treated right now with insulin pen 13 units per his sliding scale. The customer was told to still treat and cover food based on healthcare professional's instructions. Insulin pump will not be returned for analysis.